Manufacturer narrative:
Concomitant medical products: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: extension: product ID 3387-40, lot# l74288, implanted: (B)(6) 2000. Product type: lead. (B)(4).

Event description:
It was reported there was erosion over deep brain stimulation hardware with a pectoral infection. The infection was at the implantable neurostimulator pocket and extension tract. Both devices were explanted. No bacteria were seen on gram stain. There was ulceration and the hardware could be seen through the ulceration. The patient had a chest bruising incident which caused a boil with drainage. There was significant exposure of the left infraclavicular incision and the device was visible through the skin. In-patient hospitalization was needed in addition to the surgical intervention. The patient recovered without sequelae on (B)(6) 2013.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID 37085-60,,serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: extension. Upon a secondary review of the event, it was determined that eval code conclusion no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the diagnostic methods included an examination/palpation on (B)(6) 2013 that resulted in the identification of the event. Lab work was also performed on (B)(6) 2013, but no bacteria was seen on gram stain 1+ polys. The etiology was noted as related to the device/therapy and unlikely related to the implant procedure. The implantable neurostimulator (ins) and extension were both explanted on (B)(6) 2013 and the devices were disposed of according to biohazard instructions. The endpoint adjudication committee (eac) assessed the event as related to the device/therapy and not related to the procedure. No further complications were reported/anticipated.

Manufacturer narrative:
This value was corrected to 2017-10-08. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The etiology was updated to not related to implant procedure and not related to device/therapy. No further complications were reported/anticipated.